Event description:
Ethicon 10mm clip applier scissored after firing causing a small tear in artery during a lap chole. Manufacturer response for clip applier, clip applier 10mm (per site reporter). Made rep aware while in the or setting.